Event description:
Determined to be reportable based on analysis completed on 11/16/2006. It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty crossing the lesion. The lesion was located in the left anterior descending artery. The details of the lesion are unknown. The 3.00x20mm taxus liberte drug eluting stent was unable to cross the lesion. The patient status is satisfactory and good with no complications reported. However, device analysis indicates stent damage.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the distal end. Some distal stent struts were raised and mis-aligned. No kinks or damage were noticed along the shaft of the device. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.